Manufacturer narrative:
The product was not returned for evaluation. However, radiographic images were provided. Review of the images indicates the devices in-situ. Based on the images provided, the reason for revision cannot be confirmed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to subsidence of the tibial implant.